Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No moisture damage electronic assembly. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated the insulin pump was exposed to moisture from the rain. The customer was advised the insulin pump needed to be replaced. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.